Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was an impedance decrease. There was a patient alert on (B)(6) 2010 for out of tolerance subthreshold lead impedance. The daily high voltage lead impedance trends shows the defibrillator coil impedance was steady in the 30s ohms range except one measurement which was 3 ohms on (B)(6) 2010.

Event description:
It was reported that an episode of low impedance was observed on the right ventricular lead. It was noted that the patient had been cardioverted prior to the low impedance episode. The lead remains in use. No patient complications have been reported as a result of this event.